Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Implant date: (B)(6) 2011. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: postlaminectomy syndrome. Foraminal stenosis. Right leg greater than left radiculopathy and underwent the following procedure: posterior spinal fusion, l4-5. Posterior spinal fusion, l5-s1. Posterior interbody fusion, l4-5. Posterior interbody fusion, l5-s1. Revision left hemilaminectomy l4-5. Revision left hemilaminectomy l5-s1. Insertion of interbody cage ,l4-5. Insertion of interbody cage, l5-s1. Posterior segmental instrumentation l4, l5, s1. No intra-op complications were reported.